Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/19/2016: the device was returned to animas and evaluated by product analysis on 8/23/2016 with the following results. The alarm history shows multiple consecutive cs054/cs052/cs012 alarms. Pump powers on to blank screen with continuous vibration. Slave failed when attempted to load end user code. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.